Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risk associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported: pt is experiencing pain and swelling. Pt is reporting that swelling is on the outside of the thigh up to the left hip. Pt is currently on disability. Pt has not seen his surgeon since he has no insurance.